Event description:
Oxygen wall port leaking. Maintenance turned off o2 and was unable to fix. Pt was requiring oxygen so was moved to another room. Mother was unhappy regarding the move but was understanding. Room out of service until repair takes place. Note: no identifiers are available from the wall plate itself. Maintenance had the unit repaired in 24 hrs. Many of the wall ports are "wiggly", mainly due to age of the unit and the installation process unable to locate sn, model #, or other identifier.